Manufacturer narrative:
The returned sensor was evaluated. No physical damage was observed during external visual inspection. The sensor failed continuity testing due to opens at r2, l2 and CT across the electrodes. Additionally the sensor was returned used and thus could not be tested on forehead. Corrected data: report source was updated from "foreign; health professional; user facility" to "foreign; company representative; user facility".

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
The customer reported patient is anesthetized enough but psi showed high. No patient impact or consequences were reported.